Manufacturer narrative:
This report is submitted on august 07, 2023.

Event description:
Per the clinic, the patient experienced a skin necrosis (eschar) at the incision site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 05, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on september 19, 2023.